Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records did not contain progress notes, physician orders, dialysis treatment sheets or medication records for review. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient's peritonitis. There was no documentation in the medical record that indicated the source of the patient's peritonitis. It cannot be concluded the peritonitis was related to any fresenius products.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon receipt of patient medical records on 10/22/2015, it was discovered the peritoneal dialysis (pd) patient had previously been cultured and diagnosed w/streptococcus sanguis peritonitis on (B)(6) 2015 and treated with cephalosporin and ancef. Follow up with the peritoneal dialysis registered nurse (pdrn) indicated the patient was hospitalized for the event. The nurse stated the episode of peritonitis was due to touch contamination, where the patient frequently did not practice and lacked proper aseptic technique during treatments. The patient did not was his hands and did not don a mask. Per pdrn the patient's housing condition and home environment were also not sanitary. No fluid leaks were reported during treatments prior to the documented infection. The patient was briefly transitioned to backup hemodialysis due to complication with his pd catheter.